Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97791, lot# n535898, implanted: (B)(6) 2015, product type: accessory. (B)(4).

Event description:
The health care professional (hcp) reported puss in the implantable neurostimulator (ins) pocket. There was a plan to take the patient to surgery on (B)(6) 2015 to open the pocket incision and irrigate the pocket. The hcp planned to start the patient on IV antibiotics. The patient had showed up to the office two times with puss leaking from the pocket incision. The physician had started the patient both times on oral antibiotics and the infections seemed to resolve at first; however, the leakage of puss started again after an unknown amount of time after the antibiotics. There was a plan to culture and irrigate the wound. Other relevant medical history includes non-malignant pain. The patient outcome was unknown. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.